Manufacturer narrative:
Device manufacturing date not available at time of this report. RMA issued. Replacement probe shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that with markers attached and fully seated the probe returned a good geometry and divot error reading. The probe verified without issue. No problem found. Could not duplicate reported issue. Fully functional.

Event description:
A site representative, purchasing, reported a passive planar ball 1.5mm, that was broken during a posterior spinal fusion. During the surgeon's placement of final screws it was noted that the tip of the instrument was bent. This occurred by force of the surgeon when attempting to feel the bone in the t6 vertebrae. It was confirmed that nothing fell into the patient cavity. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.